Event description:
While using a zeiss opmi pico ((B)(4)) microscope in the patient examining room, the tension mechanism holding the scope arm suddenly released and the scope arm and head dropped approximately 18 inches nearly striking the patient's face. We have classified this as a "near miss" and we are reporting the event through our institutional patient safety reporting system. The gas strut normally fits into a slot in the arm that suspends the microscope head. The strut came out of the slot, allowing the scope to drop. Our service technician put the strut back into position but we do not fully understand the cause fo the event and have taken the scope out of service. I have photos but I could not find a way to include them with this report.